Event description:
It has been reported that after removal of a bard temporary pacemaker balloon assisted electrode, it was discovered that the balloon was missing from end of electrode. No balloon fragments were found. It is possible that a very small balloon fragment was retained in the heart of pulmonary vasculature. No untoward effect observed at the time of electrode removal. The device is not being returned for evaluation as it has been retained by the hospital.

Manufacturer narrative:
Device retained by the hospital. Unable to evaluate sample. No untoward effect observed at the time of electrode removal. Summary: the result of the investigation was inconclusive as no sample was returned for evaluation. Root cause: unknown. No corrective action. No sample returned.